Event description:
It was reported that a one-link catheter extension set had no flow. It was stated that an unknown catheter was able to be flushed; however the luer lock of the catheter extension set would not flush. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection, a clear passage test, and a functional flow test were performed on the device. The device failed the clear passage flow test and the functional test. The reported condition was verified. The cause was unable to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.